Event description:
When device was activated in the "cut" mode, there were no readings on the rf watt meter (no observed power output). Continued activation of the "cut" mode repeatedly resulted in display of error code "200,ref 14". Unit was returned to the manufacturer.